Manufacturer narrative:
The cause of the questioned elevated pt result relative to results with an alternate methodology is unknown. However, analysis of the instrument data revealed no systematic failures or qc failures. The differences in pt results along with determinations of individual coagulation factors is strongly suggestive of a patient sample specific issue related to differing reagent sensitivities. The dade innovin) instructions for use states: dade innovin reagent is manufactured using recombinant human tissue factor and synthetic phospholipids which do not contain any other clotting factors such as prothrombin, f vii and f x. Therefore, it is highly sensitive to factor deficiencies and oral anticoagulant-treated patient plasma samples. The sensitivity of dade innovin reagent is very similar to the who human brain reference thromboplastin. Dade innovin reagent is insensitive to therapeutic levels of heparin. The high sensitivity of dade innovin reagent to coagulation factors and its insensitivity to therapeutic heparin make it beneficial in monitoring oral anticoagulant therapy with vitamin k antagonists. In addition, its high sensitivity (i.e. The responsiveness of the reagent to moderately depleted factor activity) allows differentiation of abnormal plasmas, even in the mildly pathological range. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A questioned elevated prothrombin time (pt-inr) result was obtained on a patient sample on the cs-5100 instrument. The patient result was reported to the physician. The repeat test of the sample on an alternate instrument system with an alternate non-siemens methodology gave a lower result in the normal reference range. Patient treatment was altered on the basis of the questioned elevated pt result. Vitamin k was administered to the patient. There is no indication of adverse impact to the patient due to the questioned elevated pt result, or the vitamin k therapy.